Manufacturer narrative:
Battery - serial: (B)(4), catalog: 1650, exp. Date: 01/31/2017. (B)(4). Battery - serial: (B)(4), catalog: 1650, exp. Date: 01/31/2017. (B)(4). The batteries were not returned. A review of the DHR document associated with the event  revealed that the batteries passed all the tests without any anomalies or rework.  However, review of the log files reveals theses batteries were involved in "critical battery" alarms and premature power switching prior to 25% relative state of charge.  Therefore, the reported event confirmed through log files analysis.  The most likely root cause of the premature power switching could be due to communication anomalies between the batteries and controller.  The manufacturer is currently investigating these type of events. The controller was returned for evaluation and passed visual and functional testing. The controller performed as intended during functional bench testing. Review of the log files reveals a controller power-up and motor start events on (B)(6) 2016 at 05:51:22 hours. These events indicate that both power sources were disconnected from controller and were then reconnected. Testing performed on this device indicate that both power ports perform proper mating and lock actions when the power sources are connected. The power connections with the controller are reliable. The estimated maximum time that controller lost power and the hvad could have been stopped was 8 minutes and 26 seconds. Log files also revealed critical battery alarms and premature switching events prior to the 25% threshold on the surrounding days of the reported event date. The "critical battery" alarms and the premature switching events were most likely due to communication anomalies between the batteries and controller. The manufacturer is currently investigating communication anomalies between batteries and controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that per vad coordinator pt came to clinic with complaints of critical battery alarms while connected to fully charged batteries. The monitor was also only showing approximately 1 weeks worth of data on the trends screen after a complete download from the controller raising concern that the pump may have stopped. Log files were sent confirming critical battery alarms on (B)(4). The site was concerned that the controller software was "too sensitive" to the communication issue between battery controller and opted to change the controller.